Event description:
It was reported the patient¿s blood glucose level was "low" (<3.9 mmol/l,<70 mg/dl) due to an overdose of insulin. The patient was unconscious when the patient's mother contacted the hospital. The patient was given intravenous treatment with glucose and nasal spray was used to wake them up by the doctors at their home. The pod was worn on the leg. Device was discarded by hospital staff. The patient has been diagnosed with psychological problems and is currently in therapy due this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.